Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. At 63.1cm, 66.1cm, and 68.8cm from the strain relief, the hypotube was separated. The separation at 66.1cm was separated due to removing the device from the return bag just before analysis. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was tightly folded.